Event description:
A healthcare professional reported that nmcf3713 lot#9001398 implant lacked primary stability on tooth #20 due to low torque. The implant was removed during implant placement with no report of observable clinical symptoms. A secondary implant was placed after removal. The device was forwarded to the manufacturer. No other medical issues were reported.